Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received on 2017-jan-26 from a healthcare professional (hcp) reported patient was seen on (B)(6) 2016 with pump alarm and motor stall on (B)(6) 2016 at 20:55. Logs identified a motor stall recovery on (B)(6) 2016 at 13:34 and subsequent stall later on (B)(6) 2016 at 14:10. The cause of the motor stall was not determined and the motor stall had not been resolved. The logs also showed stopped pump period may exceed tube set on (B)(6) 2016 at 14:10. Logs noted that morphine 20mg/ml for a total dose of 13.199mg/day was in the pump when the motor stalls and tube set occurred and was change on (B)(6) 2017 to morphine 20mg/ml for a total dose of 0.128 mg/day. Estimated elective replacement indicator was 18 months. No further information was provided.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving morphine (concentration 20mg/ml, dose 13.2 mg/day) via an implantable infusion pump for non-malignant pain and failed back surgery syndrome. It was reported on (B)(6) 2016 that a motor stall was seen at the initial interrogation of a patient's pump. The patient did not recently have a magnetic resonance imaging session. It was reported there was a motor stall and recovery and an active motor stall. The stopped pump period may exceed tube set. The patient had recently been through radiation treatment, around 4 months ago for the patient's lung cancer. The patient experienced increased pain. It was stated the patient is on a lot of oral medications. It was also stated that the doctor questioned whether the pump was really working for the patient. It was clarified this was not an allegation of the pump not working, but rather a question he was asking because of the large amount of oral meds the patient is on. The doctor would discuss a replacement with the patient, but was unsure whether they would do that due to the cancer and other medical conditions the patient is facing. This event took place on (B)(6) 2016.

Manufacturer narrative:
Other was checked in error. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the pump went into a motor stall in february. There were no known environmental, external or patient factors that may have led or contributed to the event. There was no diagnostics or troubleshooting performed. The pump and catheter were explanted. Per the physician the patient has end stage cancer and would not continue with the therapy. The issue was resolved at the time of the report and the patient status was noted as alive, no injury. No further patient complications were reported or anticipated.